Event description:
A false positive result was observed when the urine of a patient was tested for pregnancy with clear view hcg. Date of last period was 12/2004. Their serum hcg level was recorded as negative. There was no impact on patient health or treatment reported.